Event description:
It was reported that during insertion, the tip of an aviator temporary fixation pin broke off into the vertebral body intra-operatively. The tip could not be retrieved because it broke off beneath the surface of the vertebral body. The procedure was completed successfully without surgical delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per the surgical technique: excessive pivoting or angulation on the temporary fixation pin inserter should be avoided, as it can cause fracturing of the temporary fixation pins. Temporary fixation pins are recommended for single-use only. The most likely cause of the reported event based on the material analysis report from previous similar incidents is application of torsional ductile overload to the device. Device not returned to stryker.

Event description:
It was reported that during insertion, the tip of an aviator temporary fixation pin broke off into the vertebral body intra-operatively. The tip could not be retrieved because it broke off beneath the surface of the vertebral body. The procedure was completed successfully without surgical delay. No adverse consequences or medical intervention were reported.